Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead had sensing issue and it was difficult to get good placement. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted and there was blood in/on the helix mechanism and sleevehead. The lead was damaged at implant.